Event description:
An attempt was made to monitor the ECG of a pt complaining of chest pain. Reportedly, the pt ECG could not be obtained through the ECG elecrodes. The pt was successfully monitored through paddles lead. The facility stated there was no compromise to pt care resulting from the reported discrepancy.